Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing corporation for evaluation. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There is no indication that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable rhythm prior to the inappropriate treatment. Device manufacture date: monitor sn (B)(4): 7/30/2014, electrode belt sn (B)(4): 1/29/2015.

Event description:
A us distributor contacted zoll to report that a patient received an inappropriate treatment prior to passing on (B)(6) 2017. The patient was in the hospital at the time of the event. The patient was not conscious. Review of downloaded data indicates that prior to the treatment, the patient was in asystole with CPR artifact at 19:10, 19:13, and 19:16. The patient then received an inappropriate defibrillation of 150 j at 19:17. The rhythm at the time of the treatment was asystole with CPR artifact. It was reported that hospital staff was performing resuscitation on the patient. The rhythm after the shock was CPR artifact. CPR artifact contributed to the false detection. Following the treatment, the patient remained in asystole. The patient reportedly passed away at 19:39. There is no indication at this time that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable rhythm prior to the inappropriate treatment. Asystole is considered a non-treatable rhythm.